Event description:
Affiliate reported that while the surgeon was marking patient, excessive drops formed. Drop got patient in the eye.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.